Manufacturer narrative:
The family members refused to return the pump to animas. They reported that one of the family members will retain the pump for his own use unless the patient's physician objects. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. At this time there is no indication that the pump malfunctioned. No further conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. The initial reporter was a family member (B)(6) (phone (B)(6)). No address is available.

Event description:
It was reported that the patient died on (B)(6) 2011. A family member and one of the patient's health care providers (hcp) reported that the patient died as the result of a hypoglycemic event. There was no autopsy. The family member reported that the patient's hcp adjusted pump settings often but that the patient continued to have hypoglycemic events. The patient's pump trainer and diabetes educator reported that the patient was unusually and extremely sensitive to insulin often using 0.25 unit/hour basal rates. She stated that the patient was known to have had severe hypoglycemic events since her diagnosis with type 1 diabetes in 1966 and had emergency treatments for hypoglycemia about 3 - 5 times weekly prior to the use of the pump. The number of events decreased after she began to use the pump in 2008 and improved further with the use of a continuous glucose monitoring system. A family member said that he reviewed the pump history and discovered that she had delivered a bolus for dinner prior to her death. He noted that she had been cautioned by her physician to never deliver an evening bolus. A pump reminder was set to alert the patient to check her bg at midnight, but the patient died in bed prior to that time. The auto-off feature was in-use but the patient died prior to the time the feature was programmed to suspend the pump. Her cgm unit was found under her pillow which may have prevented her from hearing the low bg alerts. The family member and an hcp denied any implication that a pump defect or malfunction was related to the patient's demise. The complaint is being reported because the patient delivered a mealtime bolus in the evening against the advice of her physician.